Event description:
It was reported that, "accolade stem 4 months post op subsided and a longitudinal fracture of the femur was noticed. The surgeon explanted the accolade stem."

Manufacturer narrative:
Na